Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A bluetooth pairing test was performed and failed due to a defective transmitter. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and display device were unable to restore the connection.

Manufacturer narrative:
(B)(4).